Manufacturer narrative:
Additional information: a1 (patient identifier), a2 (date of birth), a3 (gender), a4 (weight), b5 (event description), d10 (concomitant products).

Event description:
A user facility registered nurse (rn) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment with the custom combiset bloodlines. The leak occurred at the connection between the venous line and the patient's central venous catheter (cvc) (a non-fresenius product). Additional information was obtained during follow-up with the registered nurse (rn). The port connector had screwed on straight and seated itself when the screw collar stopped. The connection leaked blood in spite being seated and secured. The issue occurred approximately 40 minutes after treatment initiation. The reported issue was visually observed. There was no defect or damage noted to the bloodlines. There was no serious injury or required medical intervention that resulted from the reported issue. The patient's estimated blood loss (ebl) was approximately 300 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment with the custom combiset bloodlines. The leak occurred at the connection between the venous line and the patient's central venous catheter (cvc) (a non-fresenius product). Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Event description:
A user facility registered nurse (rn) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment with the custom combiset bloodlines. The leak occurred at the connection between the venous line and the patient's central venous catheter (cvc) (a non-fresenius product). Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.